Event description:
The user facility reported that the collagen slipped into the artery and vessel occlusion occurred. The patient had an ischemic heart disease. The angio-seal device was used for hemostasis after a pre-deployment angiogram following a percutaneous coronary intervention (pci). Although the device was manipulated as usual, when the tamper tube was pushed while the device was withdrawn after the anchor was deployed, the physician felt that the tamper tube was pushed deeper than usual. Hemostasis could not be achieved by the angio-seal device and manual compression was then additionally applied to achieve hemostasis. At this time, the physician did not notice that the collagen sponge slipped into the artery. A few days later, the patient had poor blood flow in the lower extremities and a computerized tomography (CT) was taken. Although the CT image of the puncture site did not confirm that the collagen sponge was in the artery, percutaneous transluminal angioplasty (pta) was performed on (B)(6) 2023. Pta was due to the collagen sponge slipping into the artery. The area where the collagen sponge may have slipped into (left common femoral artery (cfa)) was dilated with a 6 millimeter (mm) high-pressure balloon. The area of the collagen sponge and anchor looked like a hyperintense mass on intravascular ultrasound (ivus). After pta, blood flow had improved; however, the blood flow deteriorated again. Therefore, the patient underwent surgery on february 1. The portion of the artery concerned was replaced with an artificial blood vessel. During the surgery, it appeared that the anchor and suture stuck into the posterior wall. The patient was well on the way to recovery. The estimated blood loss was greater than 250cc's. The physician wonders if the anchor could get caught in the posterior wall. There appeared to be no plaque, and the physician cannot think of any possibility of the anchor getting caught in the posterior wall. It was possible that the anchor may have slipped into the posterior wall when the balloon was dilated during pta. The physician does not know how the collagen sponge could have slipped into the artery. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 french. The puncture site was distal to the inguinal ligament of the left common femoral artery. The vessel's diameter was 6 mm. Vessel occlusion (vessel stenosis) had occurred. There was obstruction to the patient's blood flow. The patient was recovering. No equipment or other devices were used with the product involved.

Manufacturer narrative:
Patient date of birth: requested, not provided. Patient weight: 44.9 kgs. Patient ethnicity: requested, not available due to hospital policy. Patient race: requested, not available due to hospital policy. Investigation findings: code 114 is based upon the complaint description; code 3221 is based upon the device not being return. A review of the device history record of the product code/lot number combination was conducted with no findings. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was able to be confirmed for incorrect placement within the vasculature. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been damage caused by excess tamping. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).